Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was on black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen with a small password box. A field service engineer unplugged the backup battery and turned off the device, then replaced the smart disk cable with a new part kit. The device was powered back on. The station displayed the usual login screen, and the customer was able to perform inventory and use the station as usual. The system functioned as intended after the field service engineer repaired the device.